Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had felt uncomfortable stimulation. The patient stated that sometimes if she would bend forward or down or squats or sometime sitting, she would feel a stronger vibration in her leg. The patient stated it annoyed her occasionally, but her symptom control had been great, so she was worried to change it. She stated it felt like tingling and like her foots asleep sometimes. She stated that she adjusted stimulation when she got home from 1.6v to 1.1v. It was confirmed that the therapy was on. Decreasing the amplitude did not eliminate the uncomfortable stimulation. The patient noted that it did not always happen. It was reviewed that she could decrease a little, so she went from 1.1v to 1.0v and would will monitor it. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received reported that the patient did not notify their managing physician for uncomfortable stimulation/stimulation in the wrong location issue. As circumstances that led to the issue, the patient stated that ¿its new so just experimenting with the settings¿. They stated that they felt the vibration in the right inner thigh. As a step taken to resolve the issue, the patient changed (lowered) the setting. There were no further complications reported or anticipated.